Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for bacillus species (1000cfu/ml). In addition, it was found that the subject device had been reprocessed with an olympus automated endoscope reprocessor model etd3 and etd4 (not available in the USA). The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end unit, the instrument channel, and the air/water channel of the device. After the testing, (B)(4) evaluated the subject device and confirmed that there was no irregularity in the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.